Event description:
Medtronics ICD device was implanted in pt on 2006. Since that time, pt had numerous shocks that were not only painful, other symptoms included biting the tongue, left arm being extremely not to the touch, passing out and falling causing severe injury to his body. Pt knew when the event was going to take place approximately 5-10 seconds prior to shock and sometimes no warning at all. Pt was hospitalized numerous times because of the extreme shocks that were felt by him from the medtronics ICD device. The device was recalled in october of 2006. The device info is as follows: medtronic concerto model no. Dates of use: 2006 - 2008.